Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed but the exact cause of the event could not be determined by review of a photograph alone. The item returned for evaluation was a photograph of a tls stylet. The distal tip of the stylet was broken and was loose within the bag. A slight kink in the detached tip was also seen. No other observations of note could be made by review of the photograph. Historical causes of a broken stylet tip have included accidental cutting of the stylet, and failure to flush the stylet and subsequent withdrawal through a tortuous path. Should the sample be returned for evaluation, additional investigation will be performed at that time. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported by the PICC nurse to the sales representative that the metal portion of the stylet broke off inside the PICC when threading the catheter. Per photo received, both pieces were retrieved.